Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.2 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider limb positioner was loosing pressure. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there were any delays or how the procedure was completed. No patient injury or other complications were reported.